Event description:
It was reported that while using bd veritor plus analyzer japan false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " this is a report about erroneous results."

Manufacturer narrative:
H.6. Investigation: the complaint was created for discrepant results issues on the bd veritor plus analyzer (p/n 256065, s/n (B)(6)). The customer reported that the analyzer positive and negative results for the same sample again. Complaints for results issues which include discrepant result complaints are under statistical control for the month of august 2021. The upper control limit was not breached. Quality will continue to monitor for the discrepant complaints on the veritor plus products. The device history record for bd veritor plus analyzer, sn (B)(6), was examined and showed no discrepancies relate to this issue that can be correlated to this complaint. The reader passed all tests including the final assembly process, oqa, source inspection, functionality, and final packing test and manual inspection. Bd veritor plus analyzer sn (B)(6), was not returned for investigation and the error reported by the customer was not able to be replicated and therefore the root cause was unable to be determined. Based on these evidences the complaint is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that while using bd veritor plus analyzer (B)(6) false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " this is a report about erroneous results."